Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The product return contained an angiojet zelante. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. Inspection of the device showed the pump assembly broken off of the catheter, spike line, and waste tubing. A functional test was performed. The pump was placed into the ultra drive console and the device was unable to prime at first. The device was inspected for damage, and the problem was found to be at the filter. However, after air was blown into the filters of the device, the device operated as normal. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the range of the device initially, however after 70 seconds of testing, the device over pressured. Upon visual inspection and sem testing, it was noted the cause of the event was silicone found plugging the jet holes.

Event description:
Reportable based on device analysis completed on 10-november-2021. It was reported that an error message occurred. The target lesion was located in the right femoral vein. An angiojet zelante catheter was used for thrombectomy procedure. During the procedure, check for catheter kinks error appeared when performing the power pulse mode. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a plugged jet hole.

Manufacturer narrative:
Updated h10 - device evaluated by MFR.: the device was returned for analysis. The product return contained an angiojet zelante. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. Inspection of the device showed the pump assembly broken off of the catheter, spike line, and waste tubing. A functional test was performed. The pump was placed into the ultra drive console and the device was unable to prime at first. The device was inspected for damage, and the problem was found to be at the filter. However, after air was blown into the filters of the device, the device operated as normal. The device was run for a total time of 90 seconds in thrombectomy mode. The device initially provided an over pressure error, however after two resets, the device stayed within the expected range of the product. No damage or discrepancies were noted on the rest of the catheter upon visual inspection.

Event description:
Reportable based on device analysis completed on 10-november-2021. It was reported that an error message occurred. The target lesion was located in the right femoral vein. An angiojet zelante catheter was used for thrombectomy procedure. During the procedure, an error appears when performing the power pulse mode. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a foreign matter present in the device.